Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16610113/16725128, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the device was not working. No device malfunction was suspected. The patient underwent an explant procedure. Suspected.